Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to mitral valve regurgitation. Based on the operative report, the subject device was tied down in place with pledgeted horizontal mattress sutures of 2-0 ethibond. The heart was thoroughly de-aired and the patient was taken off bypass without difficulty. Postoperative transesophageal echocardiogram showed mild to moderate essential regurgitation of the prosthesis from an asymmetrical apposition of 2 of the leaflets. Given this findings, the surgeon felt that replacement of the prosthesis with a rigid mechanical valve was the best option for the patient. Cardiopulmonary bypass was resumed and the tissue prosthesis was removed. The surgeon noted that the subject device was well seated and there was no abnormal positioning of the strut and correct position of all the sutures. The surgeon thinks that the mechanism of the prosthesis insufficiency was likely to be from the interaction of the strut and the heavily scarred subvalvular apparatus. A mechanical prosthesis was then implanted and postoperative transesophageal echocardiography showed good function of the mechanical prosthesis.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported regurgitation could not be investigated. Although the root cause cannot be investigated, it appears that the regurgitation "was likely to be from the interaction of the strut and the heavily scarred subvalvular apparatus" per the operative report. Additionally, the surgeon also noted that the "subject device was well seated and there was no abnormal positioning of the strut and correct position of all the sutures". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.